Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. No medical intervention was specified. The dream station auto CPAP device was returned to a third-party service center for evaluation. During the evaluation of the device at the service center, the device was visually inspected, and it was confirmed that there were foam particles in the assembly. The device was scrapped following the evaluation.